Event description:
It was reported that during a routine follow up, a CT scan was performed and it appeared that there were two filter legs perforating the vena cava close to the aorta. Approx 2 to 3 cms of the filter limbs appear to be extending beyond the cava. There was no extravasation. There was no report of injury to the asymptomatic pt.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unk. The filter remains implanted; therefore, not available for evaluation. The event investigation is currently underway.